Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring broke off but not in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and tissue was observed on the metal arm of the c-ring. The plastic arm of the c-ring was observed to be cut off the arm. The detached portion of the c-ring was not returned for evaluation. The end of the plastic arm was observed to be melted. Based on the returned condition of the device, the reported failure "break" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring broke off but not in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.